Event description:
Additional information received on 04/23/2026 for mw5180670 to update procode to pgi.

Event description:
Patient had a false positive hsv-2 test result. Patient tested positive for hsv-2 on a diasorin liaison xl hsv-2 igg test at (B)(6). Patient also tested positive on quest inhibition assay. Patient received a confirmatory test via (B)(6) blot which was indeterminate. Pt code: 4582. Device code: 1227. Ref report: mw5180669.